Event description:
Report received from (B)(6) stating that the device does not function. It is known that the event did not occur during surgery; however, it is unk if there was any pt or user injury or medical intervention reported related to this occurrence. No add'l info available. The date of the event is unk.

Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).